Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that upon interrogation of the implant the 0-7 lead had all impedances greater than 10000. However, the patient stated they could still feel tingling from both leads and the therapy was effective. The cause was not known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The patient stated they had a lead revision surgery on (B)(6) 2024 because the leads were 'not working'. These were the leads that were connected to their left ins. The patient also reported they have been seeing 'settings not available' on their controller for their left ins on group a. The caller states they notified a rep today via text and the rep noted they would reach back out to the pt later but advised pt to call pats in the meantime. The pt noted that rather than see the message on group a, they have elected in the past to use group b. Agent reviewed we can't resolve this message over the phone and the pt should consider following up directly with their doctor. Pt understood.